Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that helix retraction difficulty was noted on the right ventricular lead. The lead was explanted, and the procedure was completed with a replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. The analyst noted the full lead was returned with the helix extended. If information is provided in the future, a supplemental report will be issued.